Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification and the customer reported issue 'unable to clear air in line alarm' could not be reproduced during evaluation due to a constant reload set. A review of the event history log identified 'air in line!'. There were a multiple 'reload set!' Messages during the last days of customer use. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump unable to clear an air in line alarm. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.